Manufacturer narrative:
On 08/07/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported a deflation on the breast implant. During the evaluation of the sample, it was noticed some lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. In addition, a tear was noted on the posterior aspect, measuring approximately 1.8 cm. Microscopic examination of the edges of the tear gave no indications as to cause of the failure. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of left breast prosthesis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. The patient observed deflation of the left breast prosthesis. As a result, the patient underwent explantation on (B)(6) 2019.